Manufacturer narrative:
Additional information received from the local area field representative indicated that at the device replacement procedure the physician decided not to implant a new ra lead. The patient continues to be followed on a regular basis by their cardiologist and also through remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that since the device replacement procedure, this chronic right atrial (ra) lead has exhibited high pacing lead impedance measurements greater than 3,000 ohms. During the procedure testing was isolated with a pacing system analyzer (psa) that confirmed the high impedance measurements. There have been no issues noted with atrial sensing. No adverse patient effects were reported.